Manufacturer narrative:
D6a/d6b implant/explant date removed as these dates are not applicable to the console.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right carotid artery in a 44-year-old male patient presenting with transposition of the arteries and ventricles, scai shock stage¿d. After 10 days of support, a white alarm appeared on the automated impella controller (aic) indicating an aic event, which subsequently resolved. The care team elected to transfer the system to another aic. The patient later died due to mesenteric ischemia, which had been observed prior to the transplant. The reported events are controller failure, device revision or replacement, hemodynamic instability, ischemia, and death. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient. The reported ischemia is consistent with the patient¿s underlying critical illness, hemodynamic compromise, and known mesenteric ischemia identified prior to transplant. The patient¿s death is most consistent with progression of the underlying mesenteric ischemia and the severity of the clinical condition.

Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided.

Manufacturer narrative:
Updated information: b3 event date updated.

Manufacturer narrative:
Corrected: h3. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.